Manufacturer narrative:
(B)(4). Batch # r92427. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the doctor found a cockroach in the aseptic package when opening the outer package. Changed to another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # r92427. A picture of the sample was received for analysis along with the actual device. Upon visual inspection of the picture, a foreign matter was noted, the foreign matter appears to be an insect, in addition, the foreign matter appears to be outside the package material, contained between the back of the blister and the paperwork. The device analysis results found that a harh23 device was returned outside its original package and no packaging was returned for analysis. The device was visually inspected and no foreign matter was observed. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging/manufacturing process.